Event description:
The customer reported discovering a clear fluid leak of approximately 20 ml near the differential mixing chamber area and under the coulter lh 750 hematology analyzer after obtaining non-numeric (.....) Codes for the differentials on qc (quality control). The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer called for a third party service to evaluate the instrument. The customer stated that a tubing had popped off the flow cell and the third party service engineer replaced the tubing to the flow cell to resolve the leak. Failure mode of the leak is attributed to a tubing which had popped off the flow cell and the third party service provider replaced the tubing to the flowcell to resolve the leak. (B)(4).